Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced poking from the device and felt as if the device was moving around into the arm pit. At this time, this ICD remains in service. No additional adverse patient effects were reported.